Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire unraveled and broke off in patient used by ed doctor. Confirmed under x-ray. Patient transferred to (B)(6) hospital for ir intervention.

Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg) for evaluation. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding is flat. The coil wire around the j-tip bend is unraveled; however, the core wire retained its j shape. The guide wire body also has multiple bends in the inner core wire and stretched and offset coils. Microscopic examination of the swg could not confirm the inner core wire fractured off adjacent to the distal weld since the distal weld was not present at the end of the unraveled coil wire. However, since the full j-bend was retained and dimensional testing confirmed that no pieces of the core wire appear to be missing, it is likely that the core wire broke adjacent to or near the distal weld. In addition, since the distal weld is not present, it is evident that part of the coil wire separated from the swg. The proximal weld was still intact, full, and spherical. A prominent kink in the guide wire body was located approximately 9.4 cm from the proximal end of the swg. The broken core wire measured approximately 603 mm in length, which met specification; therefore, no pieces appear to be missing. The outside diameter of the guide wire was also within specification. A manual tug test confirmed the proximal weld is intact. The instructions-for-use provided with this kit describes suggested techniq ues to minimize the likelihood of guide wire damage during use. It warns that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was separated and unraveled was confirmed through examination of the returned sample. The core wire was broken on the distal end; however, the distal weld was not returned which indicates that part of the coil wire broke and separated from the swg. The swg also contained multiple kinks in the swg body. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the guidewire unraveled and broke off in patient used by ed doctor. Confirmed under x-ray. Patient transferred to (B)(6) hospital for ir intervention.